Manufacturer narrative:
Review of this event and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. As a precaution, gpio board was replaced. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The gpio board has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative on behalf of site reported that during spinal fusion procedure, a "watch gantry" error message was displayed when attempting to perform a lateral shot. Site was able to successfully perform anterior posterior (ap) but were unable to acquire 3d image acquisition. No information was provided on how the gantry was positioned or how the procedure proceeded. The procedure was completed with the use of imaging. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Additional information: medtronic received information that the operator of the imaging system did not hold the button for an image acquisition long enough, resulting in the reported issue. The imaging system functioned as designed.